Event description:
Used philips replacement (continuous positive airway pressure) machine, the dreamstation 2. Immediately, after one night of use, had nagging, persistent, dry cough that lasted 4 days. Have not used the machine since. I am putting my life at danger, but something is wrong with this replacement machine. What the hell is going on??!!! Do your moral, ethical, and not taking anything for granted job. Seriously though, what is wrong?